Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported that they revised the pump and it was still inside of them. The patient reported that they had to put saline in the pump. The patient mentioned that the ID card they received did not have a serial number. No further complications were anticipated/reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity. It was reported the patient's pump came loose and had to be replaced in may.